Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove an o-ring from the pneumatic tap and clean the area which resolved the issue, allowing the customer to resume insulin therapy successfully.